Manufacturer narrative:
The evaluation was completed. One 23ga vitrectomy cutter was returned in a plastic bio-hazard bag with an se5423wv pack label from lot w6112. The tip protector was not returned. The product evaluation showed the returned vitrectomy cutter was bent and there was fluid in the tubing. During a functional test on a stellaris elite system the cutter did not cut and the inner needle did not advance into the port window. A hissing sound was detected upon stopping the cutter and air could be felt exiting the side of the cutter. Due to the damaged condition in which the cutter was returned, the root cause for the bent needle could not be determined. The cutter will be sent to the vendor for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported that the cutter was not cutting during procedure. The device was exchanged and surgery was completed. No patient injury reported.

Manufacturer narrative:
The supplier reviewed the device history and it showed these lots were manufactured and released in accordance with the suppler's requirements. After evaluation, it was found that the cutter failed functional tests. After probe dissection, it was observed that the probe has a damaged diaphragm that was causing the leak and no cutting issue. The bent needle would also contribute to the no cutting issue. The supplier has processes in place to perform functional tests such as aspiration tests and cut tests that would capture the failure during manufacturing. Every probe is 100% tested functionally and visually inspected for bent needles. The root cause for the reported cutting problem cannot be determined.